Event description:
It was reported that an alert for non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel via a merlin at home transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.